Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch cassette leakage on cassette during patient use. There was patient involvement but no report of harm.

Manufacturer narrative:
A physical sample is not available however a photo was provided and will be investigated.

Manufacturer narrative:
A picture was returned showing a primary plum set inside a plastic bag. The complaint of leakage on cassette cannot be confirmed based on the image returned by the customer. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and an non conformance related to short shots found in the diaphragm of the cassette, without the return of the sample it cannot be determined if the findings are related to this complaint.